Event description:
It was reported that during a colon resection procedure, there was an incomplete staple line and malformed staples. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.